Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father was reported via phone call that, the customer had high blood glucose of the over 600 mg/dl was treated with the pump but keeps getting a no delivery. The troubleshooting was not able for the high blood glucose issue and also reported that, the belt clip was broken. The device will be returned for analysis.